Manufacturer narrative:
The investigation determined multiple discordant vitros phyt results were obtained from two proficiency samples run on a vitros 5600 integrated system the investigation was unable to determine a definitive assignable cause for the events. A transient vitros phyt reagent issue, a pre-analytical sample handling issue or a vitros 5600 integrated system issue cannot be completely ruled out as assignable cause of these events. The customer did not provide historical control ranges regarding the performance of the vitros phyt reagent lot other than on the event date, therefore, due to insufficient data, an unknown issue with vitros phyt reagent lot 2614-0156-6267 cannot be completely ruled out as contributing factor. No precision testing was performed to assess the performance of the vitros 5600 system, therefore, an instrument related issue cannot be completely ruled out as contributing factor. A definitive assignable cause for this event could not be determined.

Event description:
A customer reported multiple discordant vitros phyt results for two proficiency samples run on a vitros 5600 integrated system. Chm-12 vitros phyt results of 20.0 and 20.0 versus expected 14.65 ug/ml. Chm-14 vitros phyt results of 10.0 and 20.0 versus expected 14.62 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the event were to occur undetected involving patient samples. No patient results were questioned. However, the investigation cannot conclude that patient samples were not or would not be affected if the event were to occur undetected. There was no allegation of actual patient harm as a result of this event this report is number four of four MDR's for this event. Four 3500a forms are being submitted for this event as four devices were involved. (B)(4)